Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a rib plating procedure the gear mechanism in the driver broke. There was no injury to the patient and no surgical delay. The procedure was completed with a back-up driver.

Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number.

Event description:
This follow-up report is being submitted to relay corrected and additional information.